Manufacturer narrative:
The product was returned for analysis, and the reported complaint was observed. Iol returned pressed down into well area of iol case base. Solution is dried on the iol. One haptic is broken/torn and is returned, the other haptic is slightly deformed. The optic edge is nicked/chipped-rejectable. The optic is deformed. Additional information: the complainant indicates the use of company IV delivery device, which is not qualified for use with associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow (IFU), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implantation, haptic was broken during implantation. There was no patient contact and harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.